Event description:
There was an allegation of a questionable accu-chek inform ii test strips glucose result from the accu-chek inform ii meter + rf. The initial result at 6:16 pm was 566 mg/dl, and the repeat result at 6:23 pm was 245 mg/dl. The customer used another meter and tested the patient and received a normal result.

Manufacturer narrative:
The serial number for the accu-chek inform ii meter + rf is (B)(6). The strips have been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Manufacturer narrative:
Due to no product being returned, it was not possible to complete the investigation to exclude the product as the root cause.